Event description:
It was reported by the patient that the previously working remote monitor did not respond when the start button was pressed. The caller was advised to unplug and replug in the power cord, to reset the phone setting switches on the monitor and then to hold the start button down until the light came on. A successful manual transmission was then able to be completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: the remote monitor was returned and analysis revealed that the ac adaptor was out of electrical specification. The bench power up test passed with good power supply and passed the debug mode test. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the monitor has been replaced.